Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced pain from the device tubing. The physician believes the pain was a result of the tubing location, and the patient being implanted with an undersized implant. A surgical procedure was performed to remove the app. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The reported pain, length too short and malposition of device were determined to be inadvertent/unintentional interaction; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced pain from the device tubing. A surgical procedure was performed to remove the app. No further patient complications were reported.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced pain from the device tubing. The physician believes the pain was a result of the tubing location, and the patient being implanted with an undersized implant. A surgical procedure was performed to remove the app. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.